Event description:
Our sales rep, (B)(6) reports for the customer that the retaining spring broke and that the surgery could be finished using all alternative device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.